Manufacturer narrative:
H3, h6: software data was received by the manufacturer for analysis. It was confirmed a software failure occurred. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Brand name stealthstation; product ID 9735740 (lot: 2.1.0); product type: 2543-mnav - system h3: the system was serviced in the field and no fault was found. The system performed as intended. Codes b01, c19, d14 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that during a case the navigation system shut down and rebooted three separate times during three different parts of the workflow. During setup, after being connected to the imaging system, and the third time it shut down after the spin. The user saved the spin after the last reboot and were able to go back into navigation after re-verifying all the instruments. The event caused a surgical delay of less than one hour. There was no impact on patient outcome.